Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, on (B)(6) 2017, the cartridge was filled with 200 units of insulin, and the customer received an accurate fill estimate of over 120 units. On (B)(6) 2017, the insulin gauge displayed an inaccurate fill estimate of 4 units remaining. The customer's blood glucose level was 196 mg/dl. The customer loaded a new cartridge; however, reported on (B)(6) 2017 that the fill estimate was 50 units. It was confirmed that the customer will continue using the pump until the replacement pump arrives.